Event description:
It was reported that the external pulse generator (epg) had no pacing output. The epg was returned for repair. No patient involvement was indicated.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not reproduce the reported event. Flex tapes and connectors were checked, and endurance testing was performed, no disruption in expected performance. The main board was calibrated and battery contacts were cleaned. Device passed all tests, with no visual or electrical anomalies, device conforms to specifications. (B)(4).